Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: ((B)(4).

Event description:
The event occurred during an rns case on (B)(6) 2020, immediately after there was ability to generate an rms of 0.82. During verification, the surgeon was checking a point on the patient¿s anatomy, when the clinical representative (cr) hit record. At this point, the software seemed to freeze and nothing on the screen could be touched. Finally the spinning blue wheel on the software was generated, and the windows error message "the software stopped responding press proceed to quit" appeared and the software shutdown (robot also disconnected). Once the robot was restarted, the patient folder had been wiped from the robot. The cr then proceeded to use the plan that had previously been saved to the flash drive to put the plan (and subsequent patient folder back on the laptop). Registration was then done again, generating a 0.67 rms. Verification was confirmed, and the case proceeded successfully. The delay was 20 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the unexpected restart of the device during the process is due to the virtual memory mismanagement. This software anomaly will be addressed through our design issues management process.

Event description:
The event occurred during an rns case on (B)(6) 2020, immediately after there was ability to generate an rms of 0.82. During verification, the surgeon was checking a point on the patient¿s anatomy, when the clinical representative (cr) hit record. At this point, the software seemed to freeze and nothing on the screen could be touched. Finally the spinning blue wheel on the software was generated, and the windows error message "the software stopped responding press proceed to quit" appeared and the software shutdown (robot also disconnected). Once the robot was restarted, the patient folder had been wiped from the robot. The cr then proceeded to use the plan that had previously been saved to the flashdrive to put the plan (and subsequent patient folder back on the laptop). Registration was then done again, generating a 0.67 rms. Verification was confirmed, and the case proceeded successfully. The delay was 20 minutes.